Event description:
It was reported that a user experienced a blood glucose fluctuation while using the ilet, with a post-dinner low to 63 mg/dl followed by a rise to 230 mg/dl after the user overtreated the hypoglycemia; guidance was provided to treat with 15 g carbohydrate and recheck after 15 minutes, and no device alarms were reported. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.